Manufacturer narrative:
Five (5) samples were received from the customer for investigation. All five (5) samples were received in unopened blister packs. The samples were opened and visually examined using 10x magnification to see if any foreign matter (fm) was visible in the fluid path. No foreign matter was observed in any of the returned samples. Based on the investigation conclusion the condition reported by the customer could not be confirmed as no foreign matter was observed in the returned samples. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syringe 60ml ll tip 1ml experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309653 batch no: 8221526. Description: a 60ml syringe is used to fill each final product bag during manufacture of a cellular drug product. The final product bags are then subjected to an appearance test prior to cryopreservation. During the appearance test, we observed foreign, insoluble matter in one of four (1 of 4) final product bags and launched an investigation. Due to the specifics of the manufacturing process, the inclusion of a filtration step, and the size of the particles observed, we were able to narrow it down to 6 potential materials that could have been the source of the particles. The particles are contained in the final product bag, but any particulate matter originating from de-lamination of the syringe would also have been flushed into the bag during the process; therefore, it is difficult to definitively determine the source of the particles without further testing. Of note, only 1 of 4 bags was affected and syringes from this lot had been used in a small number of previous manufacturing runs, so the entire lot of syringes is not affected.

Manufacturer narrative:
Date of event: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 60ml ll tip 1ml experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309653, batch no: 8221526. Description: a 60ml syringe is used to fill each final product bag during manufacture of a cellular drug product. The final product bags are then subjected to an appearance test prior to cryopreservation. During the appearance test, we observed foreign, insoluble matter in one of four (1 of 4) final product bags and launched an investigation. Due to the specifics of the manufacturing process, the inclusion of a filtration step, and the size of the particles observed, we were able to narrow it down to 6 potential materials that could have been the source of the particles. The particles are contained in the final product bag, but any particulate matter originating from de-lamination of the syringe would also have been flushed into the bag during the process; therefore, it is difficult to definitively determine the source of the particles without further testing. Of note, only 1 of 4 bags was affected and syringes from this lot had been used in a small number of previous manufacturing runs, so the entire lot of syringes is not affected.